Manufacturer narrative:
Approximate age of device ¿ 53 days. The patient remains on vad support. A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed anemia and dark stools, upper gastrointestinal bleeding was suspected; however, esophagogastroduodenoscopy revealed no source. The patient was hospitalized, changes to medication were made, and the patient was transfused 4 units of packed red blood cells. No additional information was provided.